Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used. The patient was a transfer in for higher level of care with mixed presentation of cardiogenic shock and sepsis with worsening lung function. Ejection fraction at transfer was 30% and the impella 5.5 was planned for mechanical circulatory support. The impella 5.5 was implanted without incident with future plans for high-risk percutaneous coronary intervention (pci). Next day, however, after start of support, likely hemolysis in the setting of impella use was noted. Action taken was a total of four units of packed red blood was administered over the course of ten days. The protected pci to the left main artery was completed in between the course of blood transfusions. The patient still required pci of the right coronary artery however, which was noted to be planned for the end of the said week. Impella mechanical circulatory support was completed. Per the registry, the patient recovered from the event with no sequelae. The patient was successfully weaned, and device was explanted without complications.

Manufacturer narrative:
The investigation for the hemolysis has been completed. No product was returned.log review did not show any motor current spikes indicating biomaterial ingestion. There were also no positioning issues based on log review, and the placement signal did not exhibit any trends indicating deteriorating patient condition. Blood was given to the patient throughout the case, starting on the second day of support. However, it is unknown when the hemolysis resolved in relation to when blood volume was given. The root cause of the hemolysis was not determined since the product was not returned and insufficient clinical details were provided. E.1 revised facility name as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25076. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25076 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2024-25076.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data log review showed a "placement signal not reliable" alarm and placement signal going out of range. The root cause of the optical signal issue was most likely a damaged sensor as shockwave was being used when the optical signal issue occurred. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-25076.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm. The audio was disable and the team monitored motor current and flow.